Event description:
A 3.5mm diameter x 9mm length driver stent was implanted for treatment in the left anterior descending artery in 2004. A 2.5mm diameter x 15mm length s660 stent (MFR report #2953200-2004-00004) was implanted along with two other MFR's drug eluting stents. Lesion morphology is unknown. At unknown date, the pt presented to the e.r. With sudden onset of chest pains. The pt was sent for an emergent coronary catheterization. During the emergent catheterization the pt became hypotensive, experienced ventricular fibrillation and went into cardiogenic shock. An intra aortic balloon was placed, but the pt expired. An angiogram revealed a total occlusion of the left anterior descending artery where the stents were previously placed. Info regarding the status of the pt's anti-coagulation treatment is unknown.